Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient and physician information.

Event description:
It was reported that patient experienced loss of motor function in the left leg post scs trial implant. As a result, the lead was explanted . Patient regained all the motor function post explant and is stable.